Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malgnant pain indications for use. It was reported that they tried to get a bolus today and an alert came up that said, the pump motor was stalled contact his clinician immediately for assistance service code 100. The patient stated that they had magnetic resonance imaging (MRI) today at about 1 or 2:00 pm est. The patient verified they did not have his pump checked after the MRI. The agent suggested that patient contact his healthcare provider to have the pump checked. No symptom was reported.